Event description:
Rptr was diagnosed with lupus and fibromyogia after doctoring for over 7 yrs. Two children after implants inserted. Oldest son is manic depressive was born a yr to a yr and a half later.